Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient had syncope and there was high impedance. The suspected atrial fracture was confirmed upon surgery and the ventricular lead was found to also be fractured. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.